Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker exhibited radio frequency (rf) telemetry issues, episodes of noise, and marker anomaly. No intervention was performed and the patient experienced no consequences.